Event description:
It was reported that the customer had a low battery alert on the insulin pump in less than 1 week. Insulin pump will be repaired and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitor for several days no low battery alarm noted. No unexpected low battery alarm noted. Sleep currents are within specification. The insulin pump passed self test. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.